Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, there was difficult access with substantial friction and well above average push force in multiple right ventricular (rv) lead positions. Also, the rv lead helix would not extend. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.